Event description:
It was observed that during the device evaluation, the subject device exhibited burned c-cover (plastic distal end cover). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure- a probable root cause could be that a high-energy treatment device (such as high-frequency device) was used without maintaining a sufficient distance from the tip while in use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.